Event description:
Spacelabs received a report that a patient disconnected themself from the monitor and shortly after died. The customer does not know if the monitor alarmed.

Manufacturer narrative:
It is spacelabs policy to report each event associated with a patient death.spacelabs is evaluating this event and will file a follow up report when our evaluation is concluded.